Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor made a loud popping noise and then would not power on. Zoll customer support issued the pt a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor made popping noise) was investigated. Upon receipt, the monitor was unable to power on. Upon investigation resistor r45 was open on the c/a board, the 1.8v line to the pld (u1003) was shorted, and the -5v and 5.4v power supplies were shorted. The cause of the open r45 resistor and shorted lines was a broken positive lead on high-voltage capacitor c21 on the defibrillator board. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the broken lead on c21. The pt received a replacement monitor.